Manufacturer narrative:
Customer indicated that the explanted lens would not be returned to bausch and lomb. Therefore, the explanted iol is not available for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reports that one day after implantation of the li61ao in the pt's right eye, the pt developed endophthalmitis and the iol was explanted. Medication was prescribed. One day after the iol implantation, antibiotics (vancomycin) was administered as (B)(6) was confirmed. In addition, anterior chamber washing was performed. Two days after the iol implantation, a vitrectomy was performed. The pt had not recovered from the event and visual acuity was hand movement. In the surgeon's opinion, the pt became blind in right eye as a result of endophthalmitis. The surgeon considered there is the highest possibility that the endophthalmitis was related to cataract surgery because the endophthalmitis was sudden unexpected event after the surgery.